Event description:
I had lasik done in 2007 and in 2009 I went back wearing glasses 24/7 and I have had a lot of problems with headaches. It feels like my eyes get worse and worse every year. The doctor I went to or his team did not explain much to me before going to get lasik. The day I had lasik was the first time I have seen the doctor and right before he prepped me he tells me that I have to get a more aggressive lasik and that was after I already signed everything. He has to scrape my eyes verses cutting and taking a piece out. I had a hard recovery and he gave me sleeping pills so I could sleep until my eyes recovered. I called them in 2009 and they told me that they couldn't help me until I paid them off; they wouldn't even see me until then.